Event description:
During central line placement, upon removal of guidewire, the wire kinked beneath the skin. The wire pulled back against the needle and the distal end of the wire was noted to be frayed, consistent with a wire fracture.